Manufacturer narrative:
Updated data: h6 method, result and conclusion codes h10 conclusion: loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut instructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. In addition, the IFU instructs to inspect the capsule visually and tactilely for a misloaded bioprosthesis. In this case, the inspection process per the IFU was performed and identified the reported misload prior to introduction to the patient. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject delivery catheter system (dcs) was returned for analysis. The device was received with the nosecone detached from the inner member with a red material at the detachment site. The nosecone appears to be attached to part of the inner member outer layer that was pulled off the inner member. It was reported that the nose cone detached due forcibly removing the valve from the delivery catheter system. An attempt to load a valve onto the subject dcs could not be completed due to the damage to the inner member of the dcs. There was a crack to the tip retract component at the capsule flush port. The description of the event does not indicate that this damage occurred during the reported issue, and may have occurred during transport of the device, however this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0011417404); product type: 0195-heart valves; product analysis: the dcs was received without a valve loaded within the capsule. The handle was intact. The device was received with the nosecone detached from the inner member, with a red material at the detachment site. The nosecone appeared to be attached to part of the inner member outer layer that was pulled off the inner member. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. There was a crack to the tip retract component at the capsule flush port. There was damage observed on the threading of the screw gear. The inner member had multiple severe kinks. The capsule was intact with no evidence of damage. A valve could not be loaded due to the nosecone detachment. The reported event for misload could not be confirmed in the analysis. Conclusion: pending investigation completion note: it was reported that the valve was attempted to be forcibly removed from the dcs after attempted loading, resulting in the nosecone separation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve (B)(6), during the fluoroscopic valve load check, crown overlap to the fourth node near the paddle attachment was noted. Upon reloading the same valve with the same loading system (ls), a significant amount of particulate all over the valve frame was noted. Subsequently, an attempt was made to load a new valve (B)(6) onto the same ls, but the valve was jammed in the delivery catheter system (dcs). A new ls, a new dcs and a third valve were used for the procedure. No adverse patient effects were reported.